Event description:
A patient's lip was superficially burned during adenoidectomy on event date. A weck product ima/ent blade electrode was used with valley lab pencil (non-weck product). A visual exam of the electrode by hospital staff didn't reveal any crack in the electrode. They suspected that an uninsulated gap between electrode and pencil might cause the burn on the lip. The patient was treated with ointment and was released from the hospital after completion of the procedure.